Event description:
The device was being utilized through a needle to gain femoral access. An attempt to gain access through the right femoral vein was unsuccessful due to an occlusion. The wire was withdrawn through the needle and it separated. A second attempt to gain access through left femoral vein with another wire, same lot, was also unsuccessful. The wire was withdrawn and again separated. No attempt will be made to retrieve the separated segments.